Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited loss of capture and sensing anomaly. During lead revision, the lead was twisted and exhibited insulation anomaly. It was noted that the patient suffered from twiddler syndrome. The entire system was explanted and replaced with an upgrade. The patient was fine post operation.